Manufacturer narrative:
One 7mmx25mm biorci ha screw was returned for evaluation. Visual assessment of the screws confirmed the reported breakage. The screw was returned in three pieces. Approximately 5mm of the distal threads have been broken off. A portion of which was not returned. The screw is also cracked emanating from the break area. Dimensional assessment of the screws major diameter and wall thickness was measured and found to meet print specification. An exact root cause cannot be determined with confidence with the limited clinical details provided; however, factors that could have contributed to the reported event include: not preparing the insertion site as prescribed by the instructions for use. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee surgery the biorci broke off when it was being implanted in the place that connect the pcl and the tibial. No patient injuries or delay reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.